Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 17859836, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection at the pocket site. Symptoms were pus and a little opening or a little gate in the site. It was determined that the pocket site just did not heal properly. The physician did not believe that the infection was device or procedure related. The patient underwent an explant procedure. No device malfunction was suspected.